Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. Due to no physical sample being or image received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by the customer that medication sprayed everywhere. Pump segment of tubing had become completely detached from blue housing that loads into the top of the channel.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed